Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a procedure to remove a broken dcs plate, patient was revised to a 4.5mm lcp proximal femur plate, screws and cables used to hold the butterfly fragment and dbx. Follow-up x-ray at 4 months post implant showed the plate broken. Patient was again returned to the operating room for removal of plate, screws and cable. One locking screw was noted to be broken upon removal. Patient was revised to a synthes ti cannulated trochanteric fixation nail. This report is two of two for the same event.